Event description:
N/a

Manufacturer narrative:
The device was returned for analysis. The suture material separation was not confirmed but identified as likely a release of the suture from friable tissue. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty and subsequent treatment is likely due to the circumstances of the procedure. In this case, it is likely the suture was placed in friable vessel that released during knot advancement but reported as a suture break. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, the suture broke while trying to pull the blue rail suture to advance the knot with the trimmer. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.